Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("occasional pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia that seemed to increase progressively"), migraine ("almost daily migraines"), headache ("almost daily headaches"), myalgia ("muscular pain"), arthralgia ("arthralgia"), dyspepsia ("digestive disturbances") and dyspareunia ("deep dyspareunia") and was found to have weight decreased ("loss of weight (6 kgs in 2 months)"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part taking out essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia, migraine, headache, myalgia, arthralgia, weight decreased, dyspepsia and dyspareunia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dyspareunia, dyspepsia, headache, migraine, myalgia, pelvic pain and weight decreased with essure. The reporter commented: the defective sample was not kept. The case had been reported to the health authorities in (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("occasional pelvic pain") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia that seemed to increase progressively"), migraine ("almost daily migraines"), headache ("almost daily headaches"), myalgia ("muscular pain"), arthralgia ("arthralgia"), dyspepsia ("digestive disturbances") and dyspareunia ("deep dyspareunia") and was found to have weight decreased ("loss of weight (6 kgs in 2 months)"). The patient was treated with surgery (bilateral salpingectomy with resection of the interstitial part taking out essure implants). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, asthenia, migraine, headache, myalgia, arthralgia, weight decreased, dyspepsia and dyspareunia outcome was unknown. The reporter provided no causality assessment for arthralgia, asthenia, dyspareunia, dyspepsia, headache, migraine, myalgia, pelvic pain and weight decreased with essure. The reporter commented: the defective sample was not kept. The case had been reported to the health authorities in france. Most recent follow-up information incorporated above includes: on 30-jan-2019: this case will be deleted from bayer pv database. Nullification reason: the case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.